Event description:
Health care professional reported receiving 3 cases of dialyzers with crushed dialysate ports. Per health care professional, found prior to use and no use or pt injury associated with this report.